Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high and ketone level was high. Cause was not known. Customer administered a glucose injection to address bg. Customer went to the emergency room (ER) and healthcare provider identified ketone level as dangerous. Customer was treated with intravenous saline and insulin. Customer did not observe any issues with the cartridge, insulin or infusion set cannula/tubing. No pump issues were identified. Although requested, customer's discharge date was not provided.